Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. No opening issues was noted during testing; the device was found to be fully functional and conforming to our manufacturing specifications. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. The device become stuck on the structure, cystic duct. The handle was pushed forward and the jaws opened. Another device was used to complete the case. There was no adverse consequence to the patient.